Manufacturer narrative:
Integra has completed their internal investigation on 25 feb 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the handpiece was received on 05-feb-2016 and investigated on the 08-feb-2016 for the reported failure ¿handpiece not sucking the tissue, smoking¿. The reported failure was confirmed; during investigation it was observed that the handpiece had intermittent power when set up at 70% amplitude power failing the cutting test, due to faulty handle assembly. The DHR review has been deemed satisfactory. Date of manufacture: sep-2014. No non-conformance issues or reports were raised during the manufacturing process for this handpiece. No trend has been identified. Conclusion: the customer complaint incident ¿handpiece not sucking the tissue, smoking¿ was verified and duplicated. Customer complaint was confirmed. Root cause determined; cause of the handpiece sparking and overheating during use was due to faulty handle assembly.

Event description:
On (B)(6) 2016, a scrub tech assembled the cusa nxt 1523000m7 24khz neuro short hand piece under the supervision of the supervisor of clinical nursing. While the surgeon was using the device on a (B)(6) female patient he noticed it was not sucking the tissue. The surgeon was performing the removal of a brain tumor. The supervisor checked all of the connections and the canister and there was no warning displayed on the cusa console. The plastic tip guard began to smoke during use. The tip was brand new and the facility reported they do not reuse cusa tips. Equipment settings were power: eighty (80), irrigation: six (6) and aspiration: one-hundred (100). The tip was not being used near or next to another metal instrument but only near the soft brain tumor tissue. Everything was removed from the sterile field and replaced: a new hand piece, tips and tubing. There was no patient injury or death alleged, revision and/or medical intervention was not required. There was no delay in surgery due to the product problem. The device was returned via ups.